Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (essure removed by hyst. (Full), salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2009. Patient received treatment for- pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Event was added- gen. Abnormal bleed, abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury and bladder/urinary problems: other. Event outcome was added- pain, bleeding, bladder / urinary was resolved. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding and adenomyosis. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea, (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("bladder/urinary problems: other") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and essure removed by hyst. (Full),salping.(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved, the depression, dysmenorrhoea, migraine and anxiety outcome was unknown and the vaginal haemorrhage and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2009 patient received treatment for- pain and bleeding. Insertion details, specify- there were approximately four coils left visible on the patient¿s right and five on the patient¿s left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2017: diagnosis endometrial curettings: fragments of nonsecretory endometrium in association with detached fragments of benign endocervical type glands.; on (B)(6) 2018: uterus, cervix, bilateral tubes cervix: chronic inflammation and squamous metaplasia. Endometrium: endometrial scarring suggestive of prior ablation procedure. Myometrium: histologically unremarkable myometrium. Fallopian tubes: histologically unremarkable fallopian tubes.. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. 628434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding and (B)(6) -2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psych injury/ psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmennorhea, (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("bladder/urinary problems: other") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and essure removed by hyst. (Full),salping.(bilateral)). Essure was removed on 25-oct-2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved, the depression, dysmenorrhoea, migraine and anxiety outcome was unknown and the vaginal haemorrhage and dyspareunia was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discreapancy noted in insertion date- 01-sep-2009 patient received treatment for- pain and bleeding. Insertion details, specify- there were approximately four coils left visible on the patient¿s right and five on the patient¿s left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on 21-sep-2017: diagnosis endometrial curettings: fragments of nonsecretory endometrium in association with detached fragments of benign endocervical type glands.; on 25-oct-2018: uterus, cervix, bilateral tubes cervix: chronic inflammation and squamous metaplasia. Endometrium: endometrial scarring suggestive of prior ablation procedure. Myometrium: histologically unremarkable myometrium. Fallopian tubes: histologically unremarkable fallopian tubes.. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 24-oct-2019: new pfs and mr received- lot number , reporters information,concomitant conditions and drugs , lab data were added.new events added: ablation; abnormal bleeding (vaginal), dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); migraines / headaches; pain; psychological or psychiatric problems ¿ depression and mental anguish.outcome of events abnormal bleeding and dyspareunia from unknown to recovering/resolving were updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.